Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the mfg facility. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. Review of the pump history showed no unusual entries. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt received more medication than intended. The pump was returned to the sterile processing department with an unsigned note that stated, "broken, gives entire syringe." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.